Event description:
It was reported that the system 2800's monitor was loose on its' pivot and was about to fall off. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The mechanical pivot adjustment bolts were secured and the problem was corrected. Additionally, it was determined that the hand control for table motion was defective and was replaced. The system was tested and found to be working as intended and placed back into service.